Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported his blood glucose measured 23 mmol/l (414 mg/dl) yesterday morning and 4.7 mmol/l (85 mg/dl) this morning. He stated, the same amount of insulin was delivered and he has had similar experiences over the last 2 weeks. No error messages were displayed and no insulin leaked. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.